Event description:
It was reported that there has been fluctuation in the longevity calculations and the battery impedance in the patient's device over the last six months. The measurements obtained six months ago, indicated the longevity of the battery measured twenty-six months with an impedance of 1878 ohms. In a recent interrogation, longevity read at five years with an impedance of 388 ohms. The device remains in use but will be monitored closely. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.